Event description:
It was reported there was a flipped pump and then a pocket revision. The date of the flipped pump diagnosis was unknown to the reporter. The healthcare provider (hcp) was able to flip the pump back manually without surgical revision, but a pocket revision did take place on (B)(6) 2013 where the hcp moved the pump up in the pocket area and sutured it down firmly. The patient had no therapy changes due to the event and reported having great therapy. It was reported later that day that the revision went very well and that it was found upon revision that the original implanter of the pump created too large of a pocket, so the hcp created a new smaller pocket. Catheter was verified to be intact and the hcp received good csf flow return. It was later reported that the patient did not ever, nor were they currently suffering from any adverse symptoms related to pump therapy, or the event. There were no changes in dose or concentration made, and no product explanation was necessary as the existing pump moved to new pocket. The drug being delivered via the pump was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4). Product type: catheter: product ID 8709sc, serial# n283476010, implanted: (B)(6) 2011. Product type: catheter. (B)(4).